Event description:
Doctor reported infection with chronic sinusitis, according to ent specialist. Patient has been rescheduled for new implant and prosthesis placement.

Manufacturer narrative:
Zimvie complaint number (B)(4). Expiration date and UDI not available lot number not available. PMA/510(k) number not available. Device manufacture date not available, lot number unknown. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.